Event description:
According to the available information, a revision procedure is scheduled for an unknown reason. According to additional information received on 09-jul-2026: the patient was recently unable to function his pump and it was deduced that he had fluid loss in his system somewhere. Upon revision surgery, a tubing fracture was seen on exit tubing of right cylinder with obvious fluid leak. New cylinders with pump inserted and original reservoir kept insitu.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.